Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was also reported that the pump time was incorrect, cause was unknown. And that the pump touchscreen display was difficult to see. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.